Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg incision site got caught on something and came open. The patient had an unrelated toe infection so the physician decided to explant the system on (B)(6) 2019. Issue resolved.